Event description:
It was reported that the user experienced supply change difficulties during an infusion set change, including uneven cocking of the applicator after filling the tubing and an unintended pull of the infusion set from the applicator, which necessitated use of additional infusion sets before successful application and reconnection of previously filled tubing; insulin delivery resumed after the fill cannula step without further issue, and no alerts or alarms occurred. Symptoms included no adverse effects. Outcomes included no clinical impact and no hospitalization. Troubleshooting and user education conducted by customer care. Investigation of this case revealed user handling difficulties leading to incorrect infusion set deployment and a disconnected or improperly attached infusion set connector, which were corrected through guided replacement and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user technique.